Manufacturer narrative:
Continuation of d10: product ID a520 serial# unknown: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for the call was the patient stated that they are having a hard time connecting to their ins. The patient stated that they had an MRI done on their leg before and stated that it probably got damaged then, because they are only eligible for MRI of the head/brain. No troubleshooting was done during the call since the patient does not have the external devices with them. The patient will call back once they got home and got their external devices with them. The patient called back because they were getting not responding when they were trying to connect to their therapy app. The agent advised the patient to reposition the communicator over their implant. The patient said nothing happened. The agent reviewed the implant location and asked the patient to move the communicator around the area, but it was still not working. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were getting no device found when they try to connect to the implant. Patient stated they had an MRI on (B)(6) and they were concerned that the MRI could have damaged their device. Agent reviewed. Patient services reviewed possibility that implant is eos. The patient was redirected to their healthcare provider to further address the issue. The healthcare provider (hcp) called back stating the patient did not have their remote and they were unable to go into MRI mode. Caller was unsure when this began and states, they are not sure who the physician is. The patient stated they no longer use their device as well. Patient called back because they said that they need to do MRI, but the device was not working. Patient said that they will need to get a form to prove that they can do MRI. Agent advised patient that they can get the form from their healthcare provider (hcp). Patient said that they don't want to go back to their hcp. Agent offered physician listings, but patient declined. Patient said that they will have an appointment with the new doctor next month. Agent informed patient that if the ins was eos, they no longer need the programmer, but they can only do head/bread MRI.